Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and found the reported issue was confirmed via system logs, with multiple errors logged (c-38, c-34, m-32, m-11, 2-8a, c-30). Failure analysis replicated the event, showing c-34/c-00 errors on startup and c-00/m-11 errors in erbe logs. Erbe will be sent to the original equipment manufacturer for further investigation. The probable cause in this case is attributed to a faulty electrical component inside the erbe generator. This error indicates high frequency current measurement value too low in on state. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted other thoracic surgical procedure, the customer contacted the technical service engineer (tse) regarding repeated errors on the erbe when energizing the monopolar. Tse reviewed the system logs and found internal errors reported on the erbe. The reported complaint persisted after the customer replaced the grounding pad, instrument, an instrument cord. Tse recommended for a power cycle to be performed on the erbe. The customer will perform the power cycle at the first opportunity. The procedure was completing as planned with no reported injury.